Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching just below 500 mg/dl, and diabetic ketoacidosis. Customer was treated through an intravenous drip for fluids and manual injections. Customer was released from the emergency room the same day. Customer's bg levels lowered to approximately 350 and had no more ketones upon being released from the emergency room.